Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hyphema as a known complication. Additionally, the IFU states that the surgeon should monitor and manage intraocular pressure postoperatively if it is not adequately maintained. The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
A surgeon used a via360 from my trunk stock for evaluation. The device was used without incident or complication. I posted in salesforce that when I checked in to follow up with the surgeon post op day 1, the surgeon informed me that the patients iop was elevated off glaucoma meds, and that a microhyphema was visible.